Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: luther l. Fry, m. D." Postoperative intraocular pressure rises: a comparison of healon, amvisc, and viscoat" (cataract refract surg jul/1989:15 415-420). The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that an ophthalmic visco surgical device was used in a study where the product was not aspirated, the patients experienced high intra ocular pressure given with medication, cells and flares, pain, corneal striations post operatively. The product was sticky and was difficult to be removed from anterior chamber .

Manufacturer narrative:
Additional information was provided in sections e.1, h.6 and h.10. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by manufacturer. No product returned for evaluation. As no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. As no product is returned, the complaint could not be verified and therefore no action is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).